Event description:
It was reported that a catheter issue occurred. The opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure the catheter became intertwined with the wire inside the patient. The imaging procedure was not completed due to this event and was rescheduled. No patient complications were reported.